Event description:
Device 1 of 3, (see 1627487-2010-02483 and 1627487-2010-02484 for devices 2 and 3). On (B)(6)2009, the pt was implanted with an scs system. On (B)(6)2010, the hospital returned the ipg and leads to the rep with no explanation of the reason for explant or date of explant.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Ipg (device 1 of 3) the lead (device 2 of 3) performed according to specifications. Conclusion: the ipg passed testing, but one of the leads was incomplete and could not be tested. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.